Event description:
It was reported the patient experienced pruritus, low grade fever, increased baseline spasticity, hypertonia, and urinary tract infection. The symptoms were noted following a catheter revision - the reason for the revision was not specified. Additional information received from the hcp indicated the catheter had migrated out of the spine and was confirmed by x-rays. A revision was done. The drug in the pump was compounded baclofen. The hcp noted the patient outcome was non-serious injury/illness.

Manufacturer narrative:
.